Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low intrinsic amplitude. Additional information was received indicating that it looked like a suture was tied down on the ra lead and not on the suture sleeve. This ra lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received which indicated that this lead was surgically abandoned due to other/non-product experienced. No additional adverse patient effects were reported.